Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a single chamber pacemaker and right ventricular (rv) lead. A boston scientific field representative was contacted the same evening of the implant procedure to interrogate the device. The patient's heart showed intermittent decreases to 30bpm, with loss of capture (loc) and pacing inhibition that resulted in 2 seconds of asystole for this pacemaker dependent patient. Device interrogation confirmed stable pacing impedance and threshold measurements. Several automatic and manual threshold tests were performed, and all were consistent. Additionally, pacing therapy was confirmed without any loss of capture observed during evaluation of the system. The device was programmed vvir with a lower rate limit of 60bpm and an upper rate limit of 130bpm, automatic gain control (agc) 0.6mv with auto capture (ac) on. The onsite representative thought it could be possible that ac was failing to recognize loc. Therefore, ac was programmed off and the sensitivity was decreased; however, oversensing was not suspected to be the cause of the clinical observations. The following day, all measurements were within normal limits and no further pauses have been reported. No adverse patient effects were reported.